Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. The caller reported that the lumbar area was to be scanned for possible infection as the ins was recently implanted. The patient had been experiencing back pain, nausea, and had a headache possibly since the implantation. The patient was in the emergency room. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.